Manufacturer narrative:
Additional information received: no patient involvement and the event date of (B)(6) 2018.

Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "per phone call with customer: charged pump with rechargeable battery inside for 10 days as recommended by smiths medical. After taking pump off of charge and powering down, found that the battery had melted inside. It is now fused to the inside of the pump and it looks like there was a fire". A visual inspection revealed a pump in good condition. The reported problem was verified. The rechargeable battery was melted inside the battery compartment, after it was removed the rechargeable had the most damage. There is some minimal damage to the inside of the battery compartment. The battery compartment and door were replaced. The rechargeable battery was disposed of. Who caused the problem was determined to be the user. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.

Event description:
It was reported per a phone call with a customer that a cadd® cadd®-solis vip ambulatory infusion pump was charged with the rechargeable battery inside for 10 days as recommended by smiths medical. After taking pump off of charge and powering down, found that the battery had melted inside. It is now fused to the inside of the pump and it looks like there was a fire. There was no patient or clinician injury associated with this occurrence.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the rechargeable battery melted inside the battery compartment with minimal damage to the inside of the battery compartment. The reported problem was verified; however, the root cause of the problem was unable to be determined. The battery compartment and the battery door were replaced. A device history record (DHR) review was performed and found to be in compliance. No manufacturing or testing issues were found. Additional information this report addresses all initial MDR information known as an initial report had not been sent.

Event description:
It was reported that the pump was charged with rechargeable battery inside for 10 days per manufacturer recommendation. Following, when the pump was taken off of charge and powered down, the battery was found melted inside and fused to the inside of the pump. Per the reporter, it looked like there had been a fire.